Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-01105, 1627487-2020-01106, 1627487-2020-01107, 1627487-2020-01108, 1627487-2020-01110. It was reported that patient experienced ineffective stimulation. In turn reprograming did not resolve the issue. As a result, surgical intervention was under taken where in the entire drg system was explanted.